Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter also stated that the pump was vibrating prior to the power loss. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 23-aug-2018 with the following findings: a review of the black box showed no evidence of a power issue, however, cs 052/054 alarms on the complaint date. A visual inspection of the pump showed no damage returned battery cap or the battery compartment. No corrosion was observed in the battery compartment. During investigation, the pump powered on with both vibratory and auditory features functioning properly. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms duplicated. Removed pump cover. No evidence of moisture, defects or loose components were observed inside the pump. The allegation of an intermittent power issue was shown in the pump history no malfunctions were duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.